Manufacturer narrative:
Concomitant products 407658 lead, implanted: (B)(6) 2009; 503da24 mechanical valve, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during an episode of atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.